Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that four to six weeks ago she noticed that the down and up arrow buttons are slow to respond. She also stated that the pump is not exposed to water.